Event description:
It was reported that this was a vessel closure of an unknown vessel using the pre-close technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. No imaging was performed of the access site prior to prostyle use. Reportedly, all four prostyle devices failed with a firing issue (misfire/did not fire). A fifth prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 ¿ failure to follow steps/instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. Prior to deployment of the perclose prostyle device, perform a femoral angiogram to evaluate the access site for vessel size, calcium deposits, tortuosity, and for disease or dissections of the vessel wall to avoid device cuff misses (device needles not engaging with the cuffs), posterior wall suture placement, and/or possible ligation of the anterior and posterior walls of the vessel. It is unknown if the IFU deviation contributed to the reported difficulties. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.